Manufacturer narrative:
The device was returned for analysis. The reported ¿when the plunger was removed, there was no suture present¿ was observed as a posterior needle to cuff miss. The reported foot detachment was confirmed. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional coil embolization and ethanol injection for lower extremity arteriovenous fistula using a 8f sheath. Reportedly, when the plunger was removed, there was no suture present. The device was removed and guide wire was re-inserted; however, during preparation of another proglide device, the guide wire accidently came out of the anatomy. Manual pressure was applied and the physician attempted to complete the procedure; however, it was visually noted that the posterior foot of the proglide device was separated. An echo-guide was done and it confirmed the separated foot was inside the vessel. Surgery was immediately performed and the white suture that is stored inside the foot was confirmed to be outside the vessel. It was confirmed that the separated foot was attached to the white suture inside the vessel. These separated parts could be removed out of the anatomy via surgery. Hemostasis was achieved via surgical suturing. The physician commented there was no strong resistance deploying the device, retracting the footplate nor when removing the device. In addition, no force was applied. No additional information was provided.